Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedance measurements on the right atrial (ra) lead. Additionally, oversensing of noise was observed resulting in multiple atrial tachy response (atr) episodes. Boston scientific technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedance measurements on the right atrial (ra) lead. Additionally, oversensing of noise was observed resulting in multiple atrial tachy response (atr) episodes. Boston scientific technical services (ts) was consulted and reprogramming options were discussed. Subsequently, a revision procedure was performed and the ra was explanted and replaced. While the crt-d remains in service. No additional adverse patient effects were reported.